Event description:
It was reported that during a morning routine check, the cs300 intra-aortic balloon pump (iabp) revealed an error code 52 electrical test failure, indicative that there is a drive transducer offset failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the drive pressure transducer and solenoid driver board. The fse completed a full calibration, as well as performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a morning routine check, the cs300 intra-aortic balloon pump (iabp) revealed an error code 52 electrical test failure, indicative that there is a drive transducer offset failure. There was no patient involvement, and no adverse event reported.